Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. UDI related data quality updates only

Event description:
As reported: on 11/15/2023 pca and team manager placed call to patient regarding reported incident involving o2 concentrator and resulted in injury to patient. Patient reports that he was home alone and no one else witnessed the incident and no one else was injured. Per patient, he was sitting right side of his bed and he heard a sound like a "firecracker sizzling out." He looked around and did not see anything. He heard the sound a second time but louder and looked at o2 concentrator and saw "flickering or electricity" coming from the "brass nipple" of concentrator. He then observed a "fireball" traveling from concentrator through the plastic tubing of cannula. He then reported pulling the cannula from the concentrator and the flames started. He turned it off and turned it back on. Unable to clarify what "it" was. He then reported using clothes to put out flame. Per patient, concentrator was away from wall, any flammable materials or furniture. He also reports the concentrator was turned off and unplugged from wall and had been utilizing the o2 per orders 10 to 12 minutes prior to incident. Patient reports sustaining burns with blisters to thumb, ring finger, and pointer finger of left hand when picking up melted cannula from floor. Patient denies that he or anyone at home is an active smoker. Patient previously reported to primary nurse on 11/13 that he was asleep and the "noise" woke him and he sustained burdens from the cord when unplugging the concentrator. Per physician assessment patient has 2nd degree burns to 3 fingers on the left hand. Patient initially reported incident with injury to hospice on 11/12/2023.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit will not be evaluated by caire. Unit is quarantined at vitas; vitas evaluation: hme tested device on 11/16/2023. Asset # 900-110324 testing completed. No damage, runs well. Purity 95.2. Hours 15,082.